Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also reported that their infusion set was leaking at the site during a bolus. The customer also reported getting insulin flow blocked alarms. Troubleshooting was not completed. The insulin pump will be returned for analysis.